Event description:
Ous MDR - it was reported that approx. 75 months after the implantation the device was explanted due to battery depletion. The status control showed 34% capacity in (B)(6) 2018 and two months later the ICD could not be interrogated.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2018. The charge drawn from the battery was checked and proved to be not within expectations. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The electronic module was connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was tested and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery then underwent an extensive analysis, which was comprised of a microcalorimetric measurement and a multi-dimensional x-ray examination. No anomalies were found in the process that would indicate an internal self-discharge. There were no indications of a battery defect. The cause for the clinical observation could not be determined despite thorough analysis. Based on the analysis result, it cannot be ruled out that an intermittent increased current uptake of the electronic module contributed to the premature battery discharge. However, we were unable to reproduce this assumption during the analysis of the electronic module. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior.

Manufacturer narrative:
On (B)(6) 2018 - we received a preliminary analysis. The file remains open. The returned ICD first underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2018. The charge drawn from the battery was checked and proved to be not within expectations. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The electronic module was connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was tested and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was then returned to the manufacturer for a destructive analysis. The analysis of the battery has not yet been finished. After conclusion of the battery analysis, this report will be updated accordingly.